Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("abnormal and heavy menstrual pain and bleeding"), menorrhagia ("abnormal and heavy menstrual pain and bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), weight increased ("weight gain"), weight decreased ("weight loss") and headache ("headaches"). The patient was treated with surgery (essure was removed in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, abdominal pain, back pain, dyspareunia, weight increased, weight decreased and headache outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, abdominal pain, back pain, dyspareunia, weight increased, weight decreased and headache to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. Essure was removed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. Essure was removed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test performed". The patient's past medical history included gravida I (spontaneous vaginal delivery due to scheduled induction), cholecystectomy, constipation, depression and anxiety. Concurrent conditions included depression, herniated disc, lower extremity mass, muscle spasm, stress, sleep excessive, loss of energy, nausea, vomiting, photophobia and uterine pain. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for back pain, escitalopram oxalate (lexapro) from (B)(6)2015 to (B)(6)2015 for major depression, sennoside a+b (senokot) for pelvic pain as well as ibuprofen (advil), ibuprofen (motrin), ondansetron (zofran), vicodin, vicodin (hydrocodone w/acetaminophen) and vicodin (norco) from (B)(6)2015 to (B)(6)2016. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal and heavy menstrual pain and bleeding"), menorrhagia ("abnormal and heavy menstrual pain and bleeding"), vaginal discharge ("vaginal discharge"), back pain ("severe back pain"), dyspareunia ("pain during intercourse, dyspareunia"), weight increased ("weight gain"), weight decreased ("weight loss"), headache ("headaches"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), hypoaesthesia ("numbness in legs, stomach and mid-section"), paraesthesia ("feeling similar to electric shocks in stomach"), migraine ("migraine") and urinary tract infection ("urinary tract infection"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2016, the patient experienced the second episode of vaginal haemorrhage ("experienced vaginal bleeding, she confirmed that 6 weeks after removal, she went to emergency room and was diagnosed with a blood clot"). On an unknown date, the patient experienced vaginal infection ("vaginal infection") and abdominal pain ("severe abdominal cramping"). The patient was treated with antibiotics and surgery (on (B)(6)2016, total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage, dysmenorrhoea, cystitis and migraine had resolved and the menorrhagia, vaginal discharge, vaginal infection, abdominal pain, dyspareunia, weight increased, weight decreased, headache, hypoaesthesia, paraesthesia, the last episode of vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, weight decreased, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain, numbness, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received- new event urinary tract infection were added. Treatment drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test performed". The patient's past medical history included vaginal delivery (spontaneous vaginal delivery due to scheduled induction), cholecystectomy and constipation. Concurrent conditions included depression. In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal and heavy menstrual pain and bleeding"), menorrhagia ("abnormal and heavy menstrual pain and bleeding"), vaginal discharge ("vaginal discharge"), back pain ("severe back pain"), dyspareunia ("pain during intercourse, dyspareunia"), weight increased ("weight gain"), weight decreased ("weight loss"), headache ("headaches"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), hypoaesthesia ("numbness in legs, stomach and mid-section") and paraesthesia ("feeling similar to electric shocks in stomach"). On 16-sep-2013, the patient had essure inserted. On 12-apr-2016, the patient experienced the second episode of vaginal haemorrhage ("experienced vaginal bleeding, she confirmed that 6 weeks after removal, she went to emergency room and was diagnosed with a blood clot"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), abdominal pain ("severe abdominal cramping") and migraine ("migraine"). The patient was treated with surgery (on 14-mar-2016, hysterectomy and bilateral salpingectomy performed). Essure was removed on 14-mar-2016. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage, dysmenorrhoea, cystitis and migraine had resolved and the menorrhagia, vaginal discharge, vaginal infection, abdominal pain, dyspareunia, weight increased, weight decreased, headache, hypoaesthesia and the last episode of vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal discharge, vaginal infection, weight decreased, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (general), abnormal bleeding (vaginal), infection bladder, migraines, weight gain, weight loss, numbness in legs, stomach and mid-section, feeling similar to electric shocks in stomach and no essure confirmation test performed. Patient demographics, medical history, concurrent conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.